Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the s6 solenoid valve is staying open causing the drift. The technician replaced the solenoid valve to repair the bed.